Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the transmitter would not transmit after it was changed. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of a pairing failure. The root cause could not be determined.